Event description:
Procedure was to remove probably lipoma from forehead. Pt's forehead was prepped with phisohex and saline. Pt was draped with placement of a oxi-flow delivery system underneath the drapes at the neck. A continuous deprivan drip system was used for sedation. Co product was used to excise the lesion from its attachments to the periosteum or the frontal calvarium. Bovie setting were 40 cut/20 coag. An electrode, switchpen and electrosurgical dispersing pad were also used during the procedure. During the last removal of strands of tissue connecting the lesion to the forehead, a flash-type fire occurred across the surgical field. The fire seemed to originate from under the surgical drapes. The fire lasted only seconds. The uper drapes were removed and fire was noted to the plastic on the oxygen delivery system. This was removed from the pt, and the fire ceased. There were burns and charring noted to cloth drapes/blankets underneath the large paper drape. The pt suffered superficial 1-2 degree burns from the supraclavicular area on the right, up along the face to the forehead and down to the ears bilaterally. There was singeing to the eyebrows, eye lashes and the anterior part of the hair on the head. Corneas were checked and there was no apparent burns to the cornea. There also was singeing to the anterior nasal hairs. Cold water and ice were immediately placed on the pt's face and neck to decrease severity of the burn. After the surgical procedure was completed, the pt was transferred to the recovery room. Neosporin ointment was applied to pt's face and neck, opthalmic ointment was applied to both eyes. The pt was monitored closely for respiratory distress and cardiac complications; none were noted. Abg's were done, and the pt was admitted overnight for observation. Pt returned to dr's office on 12/26/95 for further evaluation and expressed concerns about burns to face. The co unit was evaluated by an outside biomedical agency and the bovie was found to be functioning invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-95. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed. Results of evaluation: telemetry failure, environmental factors. Conclusion: no failure detected and product within specification, there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, user education provided. The device was not destroyed/disposed of.